Event description:
An amazon customer states that syringe item 831165 lot 71473 are dull and caused bruising and the cannula would not penetrate the skin with ease.

Manufacturer narrative:
Initial trend analysis for lot 71471 was conducted; no malfunctions were found. This is the only complaint for lot 71471. Further investigation will be conducted to determine the root cause of complaint.